Manufacturer narrative:
(B)(4) medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a (B)(6) male patient for burns, these attached electrode pads sparked during defibrillation. The spark ignited oxygen being used (ambu bag) and caused a fire on some equipment attached and the patient himself. The patient sustained burns to the chest, arm and face on top of the burns that the patient was being treated for. Complainant indicated that the patient subsequently expired, however they believe it was not a result of the reported malfunction.

Manufacturer narrative:
The electrodes were not returned to zoll medical corporation. Information obtained from the customer during the investigation indicated that patient prep was limited to a wipe down with a dry towel due to the patient's pre-existing burns (skin was sloughing). Electrode safety instructions warn against folds in skin, poor adherence to patient and the potential of arcing. Additionally, the associated defibrillator owner's manual warns against use of a defibrillator in the presence of oxygen-rich atmosphere for risk of explosion. Analysis of reports of this type has not identified an increase in trend.